Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had a button/keypad (tactile changes/unresponsive) issue with subsequent insulin underdellivery. The patient had a blood glucose of 577 mg/dl, with extreme drowsiness and thirst. This complaint is being reported because the keypad issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.